Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported heart failure could not be determined. The reported patient effect of heart failure is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article: differential prognostic accuracy of right ventricular dysfunction, the seattle heart failure model and the maggic score in patients with severe mitral regurgitation undergoing the mitraclip procedure.

Event description:
This is being filed to report the heart failure. It was reported through a research article identifying mitraclip that may be related to heart failure and hospitalization. Specific patient information is documented as unknown. Details are listed in the article: differential prognostic accuracy of right ventricular dysfunction, the seattle heart failure model and the maggic score in patients with severe mitral regurgitation undergoing the mitraclip procedure. No additional information was provided.